Event description:
It was reported by the rep that after procedure, the surgeon wanted to place the clip. Once she thought the clip was deployed, the surgeon went to remove the introducer and it all came apart. The surgeon still thought the clip was deployed. After the f/u mammo was done, the surgeon noticed that the entire clip barrel was in the pt breast. The surgeon had to convert to open.